Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during drain 2 of 3 of pd treatment. The patient reported fluid was coming out of the cycler when removing the cassette. The patient stated the cassette was found with an inch and half of the cassette chipped off in the upper right corner along with the film in that area. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. The patient had received m31 air detected in cassette warnings prior to the fluid leak. The patient was advised due discontinue use of the cycler and contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment and to continue use of the cycler. The patient did know how to perform manuals. There was no patient injury noted. Upon follow up, the pdrn stated the fluid leak was noted from the upper right corner of the cassette during drain 2 of 3 of treatment as treatment. Fluid was not discovered in the pump module area or on the external of the cassette. Per pdrn the patient stated an inch and a half of the upper right corner of the cassette appeared to have been chipped off. The cause of the damage was unknown. Treatment was cancelled and following the fluid leak and reported cycler alarm. The pdrn confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing manual peritoneal dialysis therapy if needed and stated they did not complete their remaining treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during drain 2 of 3 of pd treatment. The patient reported fluid was coming out of the cycler when removing the cassette. The patient stated the cassette was found with an inch and half of the cassette chipped off in the upper right corner along with the film in that area. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. The patient had received m31 air detected in cassette warnings prior to the fluid leak. The patient was advised due discontinue use of the cycler and contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment and to continue use of the cycler. The patient did know how to perform manuals. There was no patient injury noted. Upon follow up, the pdrn stated the fluid leak was noted from the upper right corner of the cassette during drain 2 of 3 of treatment as treatment. Fluid was not discovered in the pump module area or on the external of the cassette. Per pdrn the patient stated an inch and a half of the upper right corner of the cassette appeared to have been chipped off. The cause of the damage was unknown. Treatment was cancelled and following the fluid leak and reported cycler alarm. The pdrn confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing manual peritoneal dialysis therapy if needed and stated they did not complete their remaining treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation.